Event description:
It was reported that during a roux-en-y procedure the device clips dropped out prior to firing the device. The site used a similar device to complete the case. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 05/29/2007.